Event description:
It was reported that cartridge did not fully snap into pump and that when customer removed used cartridge, a piece broke off and stuck in cartridge slot opening, blocking ability to load new cartridge until broken piece was removed. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support assistance, and no additional information was received regarding any corrective actions or final outcome of event.